Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: exposure of implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 450cc gel breast prosthesis developed a blister on the left side with implant exposure that was observed on (B)(6) 2019. The imf incision was sutured in the office and the blister was monitored. The blister became a wound with a risk of implant exposure. The patient was scheduled for revision surgery with acellular mesh. During this procedure, it was noted that the implant was ruptured. The implant was removed and replaced with a mentor memorygel breast implant 450cc gel breast prosthesis on (B)(6) 2019.

Manufacturer narrative:
On 08/29/2019, a second device evaluation was performed on the suspect medical device because mentor received the authorization for return and examination of medical device form from the customer. Device evaluation summary: according to the information reported, the patient experienced a device extrusion and a rupture in the breast implant. During visual evaluation, parallel lines of creases were observed in the anterior view. Additionally, a tear within the creases was observed, measuring approximately 2.1 cm. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/13/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information reported the patient experienced a device extrusion and a rupture in the breast implant. During evaluation of the device, a tear was observed in the anterior view, measuring approximately 2.1 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).